Manufacturer narrative:
Device is used for treatment, not diagnosis pts age: mean age of 313 patients was 80.6 years pts gender: 77 percent female, 23 percent male of 313 patients event date: (B)(6) 2011. This report is on 28 unknown pfna nails. PMA/510(k): device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Journal article received: stabilization of inter- and subtrochanteric femoral fractures with the pfna, operative orthopadie und traumatologie, 2011 dec;23(5):357-374. Authors: o. Buttner, s. Styger, p. Regazzoni and n. Suhm. Article reports on 313 patients (77 percent female, 23 percent male) with a mean age of 80.6 years treated with pfna for inter- and subtrochanteric fractures. 46 of 165 complications were surgery related with unplanned revision surgery in 28 cases including 7 femur fractures and 4 acetabular penetrations. This report is 1 of 1 for complaint (B)(4).